Event description:
The doctor was preparing for a procedure with a pt. The doctor pulled the light down to adjust it while the pt was on the table. Then the light fell, hitting the doctor on the head. The doctor had a bump and bruises.